Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, the endotoxin results were within acceptable limits. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "the patient developed intraocular inflammation after surgery."

Event description:
Lenstec received an email stating "the patient developed intraocular inflammation after surgery."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, the endotoxin results were within acceptable limits. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.